Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
The customer (health care facility) from (B)(6) reported that they obtained low readings, for example, 1.8 and 2.2 mmol/l on the contour plus meter on multiple patients. While some other readings were displayed as "lo" (below the measurement range of the meter). The low readings did not correspond with the patients' condition at that time. Acceptable readings were obtained upon using another vial of contour plus test strips. Specific readings were not provided. Returned test strips were tested by the country representative on the contour plus and contour plus one meter with the in-house normal range quality control material and both results were "lo". No adverse event alleged. The customer was advised to return the test strips for evaluation.

Manufacturer narrative:
The in-house meter was tested with returned contour plus test strips and in-house test strips from the same lot. Readings with the returned test strips were outside the specification, while the reading with the in-house test strips were within specification. Further testing was performed using an in-house reference meter, returned contour plus test strips and in-house test strips from the same lot. Readings with the returned test strips were outside the specification, while the readings with in-house test strips were within specification. The manufacturer also tested the in-house test strips from same lot, which were within specification. The manufacturer then performed a thorough evaluation of the customer's returned test strips. A reappearance test was performed and the reagent condition was examined and compared against in-house test strips. The manufacturer verified that the appearance of a melted crystal structure on the returned test strips was caused by high humidity and temperature conditions. These extreme humidity and temperature exposures degraded the reagent in the test strips, causing low values or errors. The in-house test strips that were not exposed to extreme humidity and temperature maintained an intact crystalline structure on the test strips and produced accurate results.